Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon, but the phenomenon was not reproduced. Omsc evaluated the subject device, and found the following. There was not burning signature on the exterior of the subject device. There was dust in the subject device. There was not short circuit signature on the internal circuit board of the subject device. There was signature that anything like moisture attached to the back of the lcd panel of the subject device. As a result of these investigations, omsc surmised that this event was caused by the following factors. Anything like moisture attached to the back of the lcd panel of the subject device. This moisture was heated by energization, and evaporated. So water vapor was generated. The user facility recognized that this water vapor as smoke. There was dust in the subject device. Short circuit occurred because electricity flowed in the dust. The dust burned and smoke was generated. Oev261h is made of parts of the flame-retardant. The oev261h instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following on november 28th 2016. When the user facility performed the inspection before use, the user facility found the white smoke from the subject device. There was no report of the injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".